Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump fell into the toilet. Water was under the insulin pump's screen. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics. The insulin pump has pump minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.